Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been connecting the infusion set connector to the cartridge outside of the ilet and then inserting the assembled cartridge into the ilet, and the agent provided education to insert the cartridge into the ilet first before attaching the infusion set. Symptoms included none reported. Outcomes included no alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error related to infusion set connection and cartridge insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error corrected through education.